Manufacturer narrative:
(B)(4). Implant date: 1988 or 1987. Concomitant medical products: unknown femoral component, catalog # unknown, lot # unknown. Unknown articular surface, catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to unknown reasons. The tibial prosthesis was exchanged. Attempt for further information has been made, but no further information has been provided.